Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they are having an ablation done on their back on wednesday and their doctor thinks they are supposed to put their stimulator in MRI mode rather than turn it off. Patient inquired about what to do to have ablation. Patient stated the ablation is where they go in and burn the nerves in their back. Reviewed ablation guidelines. Patient reported "the whole reason I'm having a problem with my back is because of where this thing is sitting". Patient reported they are in a lot of pain because of where the implant is sitting and they want patient to do a revision surgery, but patient stated they can't afford to have revision surgery right now. Patient reported they got this thing to do its job and it hasn't worked real well and they have not been happy with it. Patient mentioned they finally changed all the settings and now it seems to be working a little bit better, but their back is in a bad way and patient cannot afford revision surgery at this time. When agent asked for event date, patient stated they called us before so there should be some notes. Patient stated they were asking if patient lost weight and patient stated no, and then when they went to the dr's office they put it was because patient lost weight. Patient sated they have not lost weight, if anything they have gained weight. Patient reported this "thing" is sticking out. Patient stated they first noticed when they had surgery in october and when they went to pull their pants up or down with one arm it felt like they were going to pull "this thing out because it's sticking out so far". Patient was unable to recall date of when they last called. Caller (from pt's pain hcp office) told by pt that pt's ins has moved but caller didn't have any further details about the issue or when it started. Pt is trying to contact their mdt rep to follow up about this issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.